Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronic assembly. Insulin pump received with moisture damage motor, vibrator, keypad, and battery tube assembly. Unable to verify communication error alarm due to blank display and moisture damage. Unit received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed communication error. He was unable to clear the alarm because the esc button was unresponsive. The insulin pump kept alarming communication error. Customer's blood glucose level was 204 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.